Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area...cotton fragments remain [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon is not removed when pulled out of the vaginal area.... Uncomfortable for her [complication of device removal]. Cotton fragments remain - tampon [device breakage]. Case narrative: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported. (B)(6) 2022: investigation of the mixed package found that all of the super lots had a design issue (see uf/importer report # 1216894-2021-00110) and all of the super plus lots had no failure identified (see uf/importer report # 1216894-2021-00111). Since the 2 tampon absorbencies were submitted individually, this case will be deleted from our database.

Event description:
The entire cotton tampon is not removed when pulled out of the vaginal area...cotton fragments remain [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon is not removed when pulled out of the vaginal area....uncomfortable for her [complication of device removal]. Cotton fragments remain - tampon [device breakage]. Case description: consumer reported via email that cotton fragments from the tampon remained in her daughter's vagina after removal. No serious injury was reported.